Event description:
Report received of an unrequested bolus dose delivery. The device was returned to the biomedical engineering department with an unsigned note that stated, "keypad not working. Delivered medication without pressing bolus cord." There was no reported adverse patient event. There was no tracking information available (nurse, patient, location). Though requested, no further information was available.